Event description:
On (B)(6) 2012, the reporter claimed that the patient had blood glucose as low as 37 mg/dl last week. Reportedly, on saturday, (B)(6) 2012, the patient was combative, resisted treatment, was hitting and spitting out the juice when her blood glucose was less than 40 mg/dl. The patient subsequently took juice and felt better within 20-25 minutes later when her blood glucose elevated to 70 mg/dl. Since the incident, the patient's basal insulin regimen has been lowered twice. In addition, the patient takes less than the recommended bolus dose. The patient still has lows at time but did not have any symptoms. During troubleshooting, the reporter wanted to make the subject pump was ok since it has been exposed to x-ray from 3 different airports. Other than x-ray exposure, there was no indication of a pump malfunction associated with alleged incident. This complaint is being reported due to x-ray exposure and because, the patient allegedly required medical intervention for a blood glucose reading below 40 mg/dl while on insulin pump therapy.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).